Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump failed a software update.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient injury. One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a missing smiths tampered seal label. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log could not be analyzed. To further investigate, a power up self and visual test was performed. Customer reported problem was duplicated. Error code 44000 emerged upon powering up. It was determined to be most likely due to a corrupted software. The error code was cleared and the software was reloaded.